Manufacturer narrative:
Graft not returned to rti and remains implanted. Investigation: review of internal records, donor records, tissue donor serological test results, medical release, manufacturing history, and qa/qc reviews performed. No information regarding onset of symptoms or culture records have been provided to rti to date. Donor serological testing results were negative for infectious disease process with no information noted in donor medical/social history associated with communicable disease. No deviations noted upon manufacturing records review. Graft was irradiated within the validated dosage to eliminate potential viable microbes. Graft passed all release criteria prior to distribution. Fourteen tissue utilization records of implantation have been received for this donor (implant dates during 2007) with no related complaints found. Conclusion: the processing method utilized for the graft; irradiation and demineralization, are validated to eliminate the potential of disease transmission. Furthermore, mrsa is one of the most common causes of post surgical site infection in the united states. Given the etiology, it is more reasonable, therefore, that exposure to mrsa is due to a source other than the allograft implant such as lapses in infection control practices.

Event description:
Reported that the recipient developed methicillin resistant staphylococcus aureus (mrsa) infection after lamnectomy surgery in 2007. Reported that a total of 5 implants were utilized in surgery the same day. Other manufacturers and products/devices/hctp's not provided.